Event description:
The customer reported that the system was giving a collimator iris error. The error occurred when setting up the c-arm for a case. A different c-arm was used for the case. There was no patient involvement.

Manufacturer narrative:
(B)(4). The system was repaired, found to be operating as intended, and released to the customer for use.